Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. The reporter indicated issues with two sensors (serial numbers unknown) and both have been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which a pharmacist indicated that a customer experienced sensor failure with two freestyle libre sensors. No additional information was provided. There was no report of adverse event or third-party intervention due to the reported issues. Based on the information provided, there was no report of serious injury associated with this event.